Event description:
It was reported that the ilet user inadvertently initiated a fill tubing sequence while connected to the infusion set and delivered 0.7 units of insulin when attempting a meal bolus, after which the user¿s blood glucose was 150 mg/dl and they received education to account for the extra insulin on board and to monitor glucose. No reported adverse clinical effects. Outcomes included no reported injury, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education on proper infusion set and cartridge handling and meal announcement to prevent unintended insulin delivery. Investigation of this case revealed user error related to using the fill tubing function while connected, with the infusion set and cartridge functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect operational sequence.